Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy when the pod was primed indicating a needle mechanism failure. It was also reported that the pink slide did not move forward.

Manufacturer narrative:
The pod was received not deployed with rotational sensor abnormalities observed in the pod data. These rotational sensor abnormalities resulted in first prime ending early which led to the firing flat not being lined up with the release bar at the end of second prime and the pod not deploying. Investigation of the commutator cap found contamination on all four fingers. The pod was reset and rerun which replicated the rotational sensor abnormalities resulting in an 0x5c. Due to this replication, the observed commutator cap contamination can be confirmed as the cause of the observed rotational sensor abnormalities and the pod failing to deploy when intended.